Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the physician was treating a complex dural arteriovenous fistula (davf) embolization case with onyx les nbca. The physician took the apollo over mirage wire in the left occipital artery after completing embolization from middle meningeal artery. Due to severe tortuosity of the occipital artery, the apollo was not moving ahead suddenly it's tip got detached inside the artery only. The physician took out the detached apollo took new marathon to finish the procedure. Tip premature detachment occurred and the tip was inside the left occipital artery. There was no friction or difficulty during injection. There was no force applied during removal. The catheter tip was not entrapped/stuck. There was no vasospasm. There was no surgical or medicinal intervention required. It did not occur during onyx injection. It was also reported that there was difficult navigation. There was no friction during delivery of the catheter. The reported device and any accessory devices were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of dural arteriovenous fistulae (davf). It was noted the patient's vessel tortuosity was severe. The access vessel was the left occipital artery with a diameter of 3.4mm.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the detachment occurred during navigation in the artery through the guide catheter. There was resistance due to severe tortuosity. There was no resistance when the apollo was being retrieved. The apollo tip was not embedded in the onyx cast. There were no plans¿to retrieve the catheter tip. There was no note of vessel calcification. There was no kink or damage noticed on any of the devices.

Manufacturer narrative:
Product analysis: as found condition: the apollo catheter was returned within a shipping box; within an opened apollo outer carton; within an opened apollo inner pouch and within a dispenser track. Visual inspection/damage location details: no damages were found with the catheter hub. No bends, kinks, stretching, flattening, or accordioning was found with the catheter body. The detachable tip was found to be detached from the catheter. The detached tip was not returned as it remains in the patient. No other anomalies were observed. Testing analysis: the apollo catheter ldpe tubing was damaged during analysis. Therefore, the ldpe overlap was unable to be measured. Conclusion: based on the device analysis and reported information, the customer¿s ¿difficulty navigation¿ and ¿tip premature detachment¿ reports were confirmed. Possible causes of ¿difficulty navigation¿ include incompatible devices, patient vessel tortuosity, damage to guidewire, catheter damage (i.e., kinked, bent, ovalized), or lack of continuous flush during delivery. There were no bends, kinks, stretching, flattening, or accordioning found with the returned catheter. The mirage hydrophilic guidewire used for the event was not returned. Since the guidewire was not returned, an analysis could not be performed; therefore, ¿damaged to guidewire¿ could not be ruled out as a potential cause. As per the apollo instructions for use (IFU), ¿the apollo is not compatible with nonhydrophilically coated guidewires or guidewires greater than 0.010¿ in diameter.¿ the mirage hydrophilic guidewire has a labeled outer diameter (od) 0.008¿. Therefore, the mirage hydrophilic guidewire was found compatible for use with the apollo catheter. Information regarding a continuous flush with the guiding catheter was not provided, therefore, ¿lack of continuous flush during delivery¿ could not be ruled out as a potential cause. It was reported the patient¿s vessel tortuosity was ¿severe¿. In this event, it is likely the patient¿s vessel tortuosity contributed to the reported ¿difficulty navigation¿. Regarding the detachment of the apollo catheter distal tip, potential causes include patient vessel tortuosity, incompatible products, and ldpe overlap not within specification. The mi rage hydrophilic guidewire was found compatible for use with the apollo catheter. The ldpe was unable to be measured due to the catheter being damaged during analysis. However, the lot history record of the reported lot number was reviewed. The ldpe overlap was measured as per tm0208 and found within specifications. It was reported the patient¿s vessel tortuosity was ¿severe¿. In this event, it is likely the patient¿s vessel tortuosity contributed to the apollo tip premature detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.